Event description:
The customer alleged they received questionable glucose hk gen.3 (gluc) results on their c701 analyzer. The customer provided data for 249 patients, 157 of which had discrepant results that were reported outside the laboratory. The customer started having quality control issues on (B)(6) 2013 and had been requested by a clinician to repeat a sample from a few days prior that was elevated. The customer repeated samples and issued corrected reports to the requesting doctors. The customer's analyzer was connected to a modular pre analytics device and a cobas it3000 middleware application. Please refer to the attachment to the medwatch for the patient results. There were no reports of any adverse events. The gluc reagent lot number and expiration date were not provided. On (B)(4) 2013, the field service representative (fsr) changed the lamp and cuvettes thinking they might not have been good. A cell blank and photometer check were performed. Quality control and a precision test were performed and ok. The gear pump pressure was 100 kpa and low. He replaced the head and adjusted the pressure to 300 kpa which was ok. The volumes of the cells were adjusted. On (B)(6) 2013, it was noticed that nozzles from rinse heads were dripping. Solenoid valve 13 (sv13) was pulled apart and checked. The analyzer was masked overnight. On (B)(4) 2013, the fsr replaced the still dripping sv13. He corrected a kink in the tubing to the valve. It was no longer dripping. Quality control and a precision test passed. In the afternoon, the problem retuned and the unit was masked. On (B)(4) 2013, the fsr checked and replaced membranes in the vacuum pump. The were no noticeable errors while running mechanism checks, but while routinely running, the rinse head 1 nozzle 2 was observed overflowing. The fsr cleaned a partial blockage of the waste tubing which was contaminated at the connection to the low concentration waste tank. While tracing back on the tubing, he found the tubing for nozzle 1 on rinse head 3 to the high concentration waste tank was blocked. He replaced it. Quality control was performed and ok. A correlation study was performed and the analyzer was cleared for operation.

Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. The reaction kinetics were not available for investigation.

Manufacturer narrative:
Additional information was provided by the customer. Patient 24 was a female and non-diabetic. Patient 41 was a male and non-diabetic. Patient 44 was a female and non-diabetic. The customer also provided information on two other patients that were non-diabetic females, but it was unclear which two patients. Repeat testing was performed on (B)(6) 2013, for these five patients on a different c702 analyzer, serial number not provided. None of these five patients were adversely affected.